Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that a decrease in sensing was observed. Dislodgement was seen via x-ray. During revision, it was noted that the lead was not fixed with the suture sleeve. The lead was explanted when repositioning was unsuccessful. The patient condition after the event was good.